Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4 d10 h3, h4, h6: a review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number ag2098246 was released in a single batch. Batch1: lot qty of (B)(4) were released on 08 nov 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 t20 hexlobe driver shaf (part #: 286725020 and lot #: ag2098246) was received showing a twisted tip. No other issues were identified with the returned components of the device. Additionally, scratches were observed on the device which is consistent with the field usage. The complaint condition is confirmed. Device failure/defect identified? Yes; the device was observed with a twisted tip during the investigation. Dimensional inspection: the following drawing was reviewed: viper2 t20 hexlobe driver. Feature: tip diameter. Measured dimension: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Viper2 t20 hexlobe driver. No design discrepancies were identified during the document review. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the viper2 t20 hexlobe driver shaf (part #: 286725020 and lot #: ag2098246). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) ¿cairns private viper t20a the image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the hexlobe slightly twisted. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, when packing the fixed term viper 2 loan kit it, the t20 hexlobe driver shaft tip was discovered as distorted which made it unusable. This instrument was not used during the l3-s1 posterior instrumented fusion procedure performed on (B)(6) 2020. It is unknown when the instrument was damaged. No further information provided. This report is for one (1) viper 2 system driver, cannulated t20. This is report 1 of 1 for (B)(4).